Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink buretrol set would not vent properly. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: additional information was received form the customer. It was reported that the staff had used the set with a glass bottle. Once a vent spike adapter was added to the set, priming was successful. The issue occurred during priming. There was no patient involvement. Patient code ¿ the previously reported patient code (B)(4) will be replaced with (B)(4). Should additional relevant information become available, a supplemental report will be submitted.